Event description:
Information was received from a consumer regarding a patient who was receiving unknown drug via an implantable pump for spinal pain use. The patient reported that it took them five minutes to receive a bolus. The agent then reviewed and assisted the patient by deleting the data. The agent instructed the patient to connect to their pump and patient was able to deliver their bolus without lagging. The patient will call back if further assistance is needed.

Manufacturer narrative:
Continuation of d10: product ID: a820, lot#serial#: unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient stated that the device did not work and they either wanted a new one or to fix the issue. The patient mentioned that their bolus was going in and then the device would turn off. They stated they were in a lot of pain. The patient stated that sometimes the screen would skip and not show if the bolus was delivered, and confirmed being stuck at 90 when connecting to their myptm (personal therapy manager). An agent assisted the patient to clear the data and access myptm, but the patient saw no device found. The patient retried connecting and was able to deliver a bolus successfully. They mentioned they had an appointment with a manufacturer representative on april 8th. The agent reviewed information and the patient would call back if further assistance was needed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.